Event description:
Surgeon went to use duramesh (msi-501) and the needle broke off first thing. No patient harm occurred, another box was opened, I already followed up with the company about the defective product and gave them appropriate lot info.